Event description:
Customer reportedly received results of 285 mg/dl and 134 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.